Event description:
A patient in the united states reported via a homecare provider that an hc604 CPAP machine "was moldy". The patient reported that she became sick after using the "moldy" device.

Manufacturer narrative:
(B)(4). Method: on (B)(4) 2011, we received the complaint CPAP device and conducted a visual examination and performance testing. Results: the unit's soft couplings were found to be off colour and stained (yellow with small black spots). The smell of some sort of cleaning solution was still evident. Fisher & paykel healthcare had been informed that the patient had brought the CPAP to a technician at the healthcare facility, who cleaned the unit before sending it to our facility at (B)(4). When power was applied to the unit, it started and worked normally. A faint eucalyptus/menthol smell was emitted. A closer inspection of the soft couplings revealed that the discolouration had only taken place where the chamber meets the couplings, indicating that the chamber had been left on the unit for long periods (with water in) and whatever had made the unit smell like menthol had stained the soft couplings. As the unit was dismantled, the same eucalyptus/menthol smell was evident on all the foam parts of the unit. No evidence of any mould was observed inside or outside of the unit. Conclusion: the cause of the eucalyptus/menthol smell lies in whatever the CPAP unit has absorbed from its surroundings, and has not been generated by the unit itself. Based on our investigation results, it appears that the unit's water chamber had been left in the machine for long periods between use and that something had been added to the water to cause the smell and discolouration noted in the investigation. Our user instructions which accompany the hc604 CPAP humidifier state the following: daily: clean chamber, heated breathing tube and heated breathing tube connection port. For standard (hc365) chambers, clean and wash with soapy water, then rinse and dry. Weekly thoroughly clean the chamber. Soak the inside of the chamber for 10 minutes in a solution of one part white vinegar to two parts water and rinse well with distilled water. In addition, the user is requested to only use distilled water in their CPAP chamber and the chamber itself instructs the user to use distilled water.

Event description:
A patient in (B)(6) reported via a homecare provider that an hc604 CPAP machine "was moldy." The patient reported that she became sick after using the "moldy" device. Subsequent information received regarding the patient's condition revealed that her doctor had diagnosed her as having a coronavirus infection and the patient had queried whether the CPAP could have caused this infection.

Manufacturer narrative:
(B)(4).the complaint device is currently en route to fisher & paykel healthcare for evaluation.we will provide a follow-up report upon receipt of the device and completion of our investigation.